Manufacturer narrative:
D3 - postal code: corrected.

Event description:
It was reported that they placed 22 gauge IV in the left foot. The line would not flush so they decided to remove the catheter while continuing to look for IV access on the other limbs. As they removed the catheter, they heard a pop and inspected the remaining piece of the catheter as it looked short. They looked at the site and did not see any of the remaining piece of the catheter at the insertion site, on the bed or on the nearby 4x4s. While waiting for general surgery, they did the ent portion of the case and also looked at the insertion site with the ultrasound. All parts of the foreign body of the catheter were removed and intact. There was a delay of therapy. Prolonged anesthesia due to surgical removal of retained piece of catheter. There was a patient involvement and there was a patient injury.

Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.